Manufacturer narrative:
Correction to section h6 evaluation codes method, result and conclusion. Device evaluation summary: service personnel (sp) inspected the ventilator and replaced the pressure solenoid (p-sol) substrate. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One psol was returned to medtronic for further analysis. A visual inspection of the returned board shows component c4 was thermally damaged and component d15 was damaged. On removal of component c4, it was observed that the surrounding area had pad and track damage beyond repair. This type of component damage is normally associated with a leaked electrolyte, power surge. As it is not possible to determine the operating conditions at the time this fault occurred, a more complete investigation cannot be performed. The cause of the event was determined to be the faulty psol . The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, a 760 ventilator stopped ventilation and safety valve went open with an alarm. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.